Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient experienced in-stent restenosis. The target lesion was located in the mid left anterior descending artery with 60% stenosis and was 12.0 mm long with a reference vessel diameter of 4.00 mm. The physician treated the lesion with direct stent placement using a (B)(4) study stent. Following post dilatation, residual stenosis was 0%. A non-target lesion located in mid right coronary artery (mid rca) was treated with a 3.50x16mm taxus express2 stent. The patient was discharged on aspirin and clopidogrel in (B)(6) 2012, the 75% in-stent restenosis of the previously deployed 3.50x16mm taxus express2 stent in the mid rca was treated with placement of a promus stent with 10% residual stenosis. The event was considered resolved without residual effect.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).